Manufacturer narrative:
Concomitant medical products: product ID: a520, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that starting last week, the patient's incision spot started to hurt, they had to catheterize wednesday, today their retention symptoms went downhill, they ended up in the ER and had to have a foley placed today, they thought stimulation was off and they could not use their equipment to turn it back on because today, they noticed their handset was dark and blank even though it had been plugged in all day and they had tried numerous outlets. Patient services worked with the patient to reset the handset by holding down the power buttons, then tried removing and reinserting the battery pack then plug it back into ac power; however, the handset remained dark and blank. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient services recommended being in touch with their doctor if they needed assistance for their medical symptoms. The patient asked about rep contact. Patient services reviewed information. The patient thought they had the rep number and could call them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.